Event description:
It was reported that a spectrum iq pump displayed a blank screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had a blank screen. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Visual inspection found the cause was a fluid intrusion inside the pump. The liquid crystal display (lcd), upper auxiliary and input/output (I/o) board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.